Event description:
It was reported to philips that the system was unable to perform rotations. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the customer was performing a neurovascular clinical procedure, which was completed by working around without performing spins at this time. The philips field service engineer (fse) inspected the system onsite and found that the system could not perform rotations. During troubleshooting, the fse reviewed the event log and identified errors in pist, leading to field service framework errors. The fse stated that the cause was that the button on the c-arm for manual movement was stuck in. To resolve the issue, the customer ordered and replaced the button. After replacement, the system was restored to normal operation and returned to clinical use. The codes were updated based on the investigation outcome.